Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction. It was reported that they met with patient at physician office because patient needs to schedule a MRI and cannot connect their handset and communicator with the device. Handset needed to be bonded to the ipg. The ipg is located on the left upper buttock (near midline of body). Patient stated he had a CT scan and prostate procedure over the last year without turning their ins system off. Once the handset was bonded to the device, the handset showed a message that the internal battery is ¿low¿. Using the clinician application, it was also determined that the ipg is off. Patient denied having any falls. Patient stated that their stimulation level had been 7.0+ the last time they remembered. Patient explained that they would periodically raise the stimulation when they could not feel the stimulation. Patient cannot remember when they last checked their device (prior to trying to connect to the ipg for the MRI), so it is unclear when the device was turned off. Patient recalls having a prostate procedure a few months ago and a CT scan some time last year. Performed impedance check at 1.0v and 1.5v. Impedances >4,000 ohms shown in all combinations of electrodes - indicated by orange circle with question mark inside the orange circle, next to electrodes 0, 1, 2, 3. Patient denied having any falls. Patient works in law enforcement and it is part of their uniform to wear a thick belt tightly secured to their body. The belt is positioned directly over the ipg, putting pressure on the ipg approximately 8hrs per day, 5 days per week. The patient plans to schedule a MRI and to schedule a follow-up appointment with his implanting physician to discuss next steps.